Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh and sparc were implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent rso, laparoscopic with right ureterolysis, pelvic mass resection, urethropexy sling procedure, sparc self-tensioning pubovaginal system, sacrospinous ligament fixation colpopexy, perineorrhaphy, vulvectomy, partial for dysplasia, vaginectomy, proctosigmoidoscopy, pelvic drain placement, x2 right and left pelvic sidewall.